Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff was not able to deballooned or deflate. The customer indicated that there was an injury and a medical intervention was done to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's cuff was not able to deballooned or deflate. The customer indicated that there was no patient involvement.